Event description:
The pt stated that he has experienced 4 infusion set tubings tear at the luer connection this month. He stated his blood glucose readings have been as high as 700 mg/dl due to this. His normal blood glucose range is 80-220 mg/dl. He stated that he normally changes his infusion tubing and boluses to lower his blood glucose. He stated that, when his blood glucose reached 700 mg/dl he gave himself an injection to lower his readings. Symptoms of elevated blood glucose include thirst, fruity taste in the mouth, and feeling tired. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.